Event description:
It was reported the implantable neurostimulator (ins) was depleting faster than normal and the patient was recharging more often. It was noted the patient¿s amplitudes had increased and the estimated recharge interval was 3.8 days. It was further noted the manufacturing representative met with the patient at the end of october and adjusted the patient¿s settings. The reporter stated the patient reported they were charging more than expected. It was noted the patient charged on (B)(6) 2013. It was further noted that on the recharge attempt on (B)(6) 2013, the ins starting voltage was 2.520v. The reporter stated the patient did need help from their daughter for recharging. The reporter further stated they would try to reprogram the patient again to improve the recharge interval. It was noted the manufacturing representative saw a power on reset (por) condition upon entering the clinician programmer setting. The reporter stated they did not believe they ever walked the patient through a physician mode recharge. It was noted the patient lost their patient programmer. It was further noted the manufacturing representative was aware of the recharging issued at the end of october when they reprogrammed the patient. The reporter stated at that time they believed they increased the patient¿s settings as well. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).